Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was due to the monitor's belt receptacle plug being pulled from the connector on the ca board, causing fault. The monitor did not pass detect and treat testing. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.